Manufacturer narrative:
B3: event date: the date of the event occurred on an unknown date in (B)(6) 2025. D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Furthermore, the respondent requested to remain anonymous; therefore, baxter is unable to request the device for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. In the medwatch, the reporter stated, ¿if the tubing terminating at the patient receives just the right amount of tension it causes a siphoning effect where the entire bag of medication will rapidly infuse into the patient, while it appears that the medication is infusing appropriately on the pump screen.¿ it was reported a patient was receiving an infusion of lidocaine. After an unknown amount of time during the infusion, the patient reportedly ¿showed signs of lidocaine toxicity¿ (signs and symptoms not reported). The patient reportedly required lipids as treatment for the event. It was reported the patient ¿survived¿. The respondent requested to remain anonymous; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.